Manufacturer narrative:
The events occurred over the last several months. (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three paclitaxel sets were leaking at the bottom where the filter is located. It was further reported that the leaks were observed between the eighteen to twenty-four hour marks of patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.